Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level in the range of 45 mg/dl to 600 mg/dl and over 200 mg/dl. Customer did troubleshooting recent for high blood glucose and they declined. Customer stated that they knew why their blood glucose was high because they were taking a steroid. Customer also stated that the insulin pump screen was cloudy, rainbow effect, buttons were difficult and random no delivery alarms. Offered to transfer over to helpline but customer declined. The device will not be returned for analysis.